Manufacturer narrative:
The failure investigation has been completed. For the cartridge change error. Based on the analysis, the alleged issue could not be verified. No investigation was preformed for the cart damaged, as no device was returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use mdi for insulin therapy. Customer¿s blood glucose level was 170-180 mg/dl.